Event description:
The customer reported that the side-firing fiber forward firing at 28,756 joules during a prostate procedure. It was reported as the procedure was already complete when this event occurred, no additional fiber was used. No pt injury was reported.

Manufacturer narrative:
The device was returned to the MFR and analyzed. Joules were verified on the fiber card as 29,310 joules. Failure analysis disclosed that the fiber cap was drilled through, although intact and attached. The cap was also found to be melted and exhibited detritus, char, devitrification and melted glass. The fiber condition could result in reduced tissue vaporization efficiency. Based on the analysis findings, the drilled through cap condition may also result in forward firing of the side firing fiber, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation due to tissue contact and/or technique and anatomical/procedural factors encountered during the procedure, accelerating cap wear and limiting the performance of the fiber. The product labeling warns that tissue contact or tissue probing may cause fiber damage or breakage. Device code 3191 refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.